Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: 320 mg/dl (system 1), 160 mg/dl using his wife's aviva plus meter (system 2) and 200 mg/dl (system 1).